Manufacturer narrative:
Evaluation summary as received, the specimen presents an overall length of 259.95cm, a finished coil length of 15.10cm/5.945", a ptfe jacketed shaft diameter of .03305" to .03315" and a finished coil diameter of .034 70" to .03490". The shaped tip presents a length of 1.00cm/.397" and an angle of 36.25°. A gage bushing certified to be .0355" passed over the length of the specimen to the distal aspect of the ptfe jacket damage without issue from the distal end. The specimen presents compressive tool marks with indications of torsional loading located 152.2 to 157.8cm in the ptfe jacket material from the distal tip resulting in localized oversized diameters to .03565" and torn ptfe jacket material at the proximal end flared to an oversized diameter to .07178". No other damage or inconsistencies are noted to the specimen at this time. The coil joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a nitrex guidewire during procedure. The wire was inserted into the patient. It is reported that the coating at the end of wire began to peel after one or two catheter exchanges. The catheter became difficult to be loaded on the wire unless it was trimmed off. No intervention was required. Procedure was completed with a new wire.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.